Manufacturer narrative:
Insulin pump was unable to prime during prime test and motor error alarm during the basic occlusion test due to faulty force sensor. Motor passed motor test. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error the customer's blood glucose was 180 mg/dl. The motor error had occurred three times within thirty days. The customer does not use the sensor feature. The customer was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.